Manufacturer narrative:
The valve was sent to the hospital¿s pathology department and is expected to be released to medtronic for analysis. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. A supplemental report will be filed when the investigation is completed or if the device is returned for analysis. (B)(4).

Manufacturer narrative:
Additional information was reported that the surgeon was unable to determine whether the ring of tissue was native tissue or a ring of pannus, or what caused the presence of the tissue. It was reported that the patient had felt progressively worse since the implant of the medtronic valve, but no specific issues or conditions were reported. The analysis and investigation are in progress; a supplemental report will be filed when they are completed.

Event description:
Medtronic received information that this 25 millimeter (mm) bioprosthetic valve was explanted due to a subannular obstruction 59 mon ths post-implant. A pre-explant echocardiogram showed the valve position appeared to be canted. The explanting physician reported that a ring of tissue underneath the valve may have caused the obstruction. Another manufacturer¿s 23 mm pericardial aortic valve was implanted as a replacement. It was reported that the patient had felt progressively worse over time, but no specific issues or conditions were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Upon receipt at medtronic¿s quality laboratory, the valve was returned with pieces of host tissue, sewing ring, and pledgets. The valve was slightly distorted in an oval shape. Sections of the sewing ring appeared to have been removed during explant. Remnants of green and white multifilament sutures remained attached to the sewing ring. The left and right cusps were in the closed position. The non-coronary cusp was open. All leaflets were slightly stiff but flexible. Tears on the tunica of all cusps along the inflow margin of attachment appeared to be due to the removal of host tissue. A small puncture through the tunica of the left cusp, resulting in an intracuspal hematoma, was observed adjacent to the left right inferior coaptive area. All commissures were intact. Traces of pannus remained attached to the sewing ring on the inflow. Pannus lined the sewing ring on the outflow adjacent to all cusps. Several pieces of pannus were received with the valve, with the largest piece showing evidence it extended along the outflow orifice. A small cluster of tan thrombotic-appearing host tissue was noted on the outflow of the non-coronary cusp. Radiography showed a trace of mineralization in the one small piece of host tissue. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the received information and the returned product analysis, the stenosis was most likely caused by the pannus and/or valve distortion. Pannus overgrowth is been an inherent risk of surgical valve replacement and is generally considered a patient-related condition. Valve distortion could cause the leaflets to be immobile and lead to stenosis. Exactly when and how the distortion occurred cannot be determined; however each mosaic valve is inspected for distortion during manufacturing and this valve passed the inspection prior to release for distribution.